Event description:
The pt's mother reported that 14 days ago, they noticed the infusion device did not function normally when changing the insulin cartridge. She stated that the infusion tubing did not fill as quickly and the amount of insulin needed to prime increased from 12-21 units. She changed the insulin cartridge, adapter, infusion set, and batteries but the issue continued. During the 14th day period of time, the pt experienced a "few" elevated blood glucose readings of up to 23 mmol/l (414 mg/dl). The pt injected insulin via pen to lower blood glucose levels and later switched to the replacement infusion device. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.